Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 5fr glidesheath slender sheath and dilator were received for product evaluation. Visual inspection of the dilator revealed damage at the distal tip of the dilator. Microscopy confirmed that a small fragment of the dilator tip had broken off; the fragment was not returned for analysis. The crosscut valve was dissected and observed under microscope; no damage was seen on the valve. The sheath inner lumen at the hub was viewed under microscope and no damage was seen. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the dilator tip hit a hard surface and damaged the dilator. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the pinnacle sheath distal tip of the ik 5fr dilator sheared off. It was a smooth separation as if it were cut. The tech noticed before loading on the wire; she had attempted to load on the wire; however, had not. The case was a leg angio performed by the doctor. A second sheath was requested and opened. The procedure was continued and completed without delay or injury. The device never touched the patient, their condition was reported to be unknown. Additional information was received on 29aug2019. The patient was reported to be in stable condition.